Event description:
It was reported that episodes of high ventricular rate (hvr) and automatic mode switch (ams) due to noise were detected on the device. External noise was suspected. No intervention was performed. There were no adverse health consequences, the patient was stable.